Event description:
A report was received that the patient was experiencing pain at the pocket site and felt a shocking sensation when charging with stimulation on. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing pain at the pocket site and felt a shocking sensation when charging with stimulation on. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement procedure and the scs system was operating without issues.